Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -1.00/6.0/018 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation was observed. On (B)(6) 2023 the lens was repositioned and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).